Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 10/27/2023. An investigation was conducted on 10/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no peeling or other visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the returned condition of the device and investigation results, the reported failure "peeled" was not confirmed, however the analyzed failure "material twisted/bent; wire" was confirmed. The lot # 3000336707 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure using vasoview hemopro 2. After the dissection process was completed, the harvester started to perform branch ligation using the hemopro 2 device. However, it was eventually noticed that the metal within the jaws had separated from the outer coating. No parts of the device detached into the harvesting tunnel. Due to this defect, the device was deemed unsafe for use and was removed from the surgical field. A new hemopro 2 kit was opened and the case was finished with no other issues. The only procedural delay was the time needed to open a new hemopro 2 kit...about 2 to 3 mins. No injuries occurred due to this defect.